Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. No contact information is available, as the patient wished to remain anonymous and no physician or hospital information was provided. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling device was implanted during a procedure performed on (B)(6) 2013. According to the complainant, after the procedure, the device broke apart in the patient's body and the patient has a sensation of something hard and sharp cutting through her vaginal tissue. Subsequently, she underwent two procedures to attempt to remove the mesh. However, her physicians were unable to totally remove the mesh from her body. Multiple physical therapists and physicians can feel the mesh through her tissue and an ultrasound in 2017 showed that part of the mesh was still present in her body in spite of the two mesh removal procedures. Furthermore, the mentioned two procedures for mesh removal resulted in the patient's malformation. The patient has been mostly bedridden and homebound since 2013. She was in school and ran three to five days a week. She reports that she is now unable to walk properly and has been to specialists.